Event description:
It was reported that after centrifugation of bd vacutainer® serum blood collection tubes; there is a clotting issue where the serum is gel-like and unable to aliquot. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed a tube containing a specimen with spheres of rbcs floating in the serum. A total of 30 retained samples were visually inspected for additive abnormality, and none of the samples failed. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor clot formation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation of bd vacutainer® serum blood collection tubes, there is a clotting issue where the serum is gel-like and unable to aliquot. No adverse impact was reported regarding the patient or user.